Event description:
During a total knee replacement, a small fragment of the saw blade broke off. This is a single-use device. An x-ray was taken of the knee before cementing to make sure no shard of blade in patient's knee. The x-ray was negative.